Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was forward firing at 62,362 joules and 6:88 minutes of use. The fiber tip/cap was not cleaned during the procedure. The procedure was completed with another fiber with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was forward firing at 62,362 joules and 6:88 minutes of use. The fiber tip/cap was not cleaned during the procedure. The procedure was completed with another fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the proximal side of the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. This is indicative of a fracture under the metal cap. In additional the glass cap exhibited mild devitrification and there was severe charred detritus on the metal cap. The outer flow tubing open end had minor scratch marks. The fiber was tested on a hene laser fixture, the aim beam was present at the output window and there were no breaks along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. Due to the observed glass cap proximal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. Based on analysis results, the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.